Event description:
Ous MDR - two months after implant a loss of capture was reported. The lead was explanted. During the revision procedure, it was decided to also explant the ra lead. Both leads were returned to biotronik for analysis.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the leads were examined visually, electrically, and mechanically. Respective damages to the outer conductor helices were found during the visual inspection of the solia s 60 (B)(4) at about 20.5 cm distal of the is-1 connector pin, and of the solia s 53 (B)(4) at about 19.5 cm distal of the is-1 connector pin in the area of the ligature. The insulation of the lead body and the inner conductor helix were respectively damaged in this area. These damages are probably due to tight binding of the ligature thread. The analysis of the two leads did not show any other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis were all within the technical specification. No anomalies could be detected during the performed screw tests. The manufacturing process of the two leads was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, no indications of a material defect or manufacturing error were found for the two leads.